Event description:
The customer reported that vasoseal was used on 5/6/1998 following a percutaneous transluminal coronary angioplasty procedure. The pt's pressure rose and a bruit was heard in the groin area. On 5/7/1998 an ultrasound revealed an atrio-ventricular fistula. Surgery revealed that atrio-ventricular fistula was congenital. A pseudoaneurysm was found and repaired. There were no further complications.